Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l2-s1 lateral fusion using rhbmp-2/acs. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient hasnever recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following diagnosis: back pain. Previous instrumented fusion l2-4 with previous fusion with instrumentation removed l4-s1. Pseudoarthrosis of fusion. Loosening of pedicle screws. Patient underwent following procedures: removal of posterior segmental instrumentation, l2- l4. Exploration of fusion l2-3, l3-4, l4-5 and l5-s1. Redo lateral transverse process with rhbmp-2 and vitoss l2-3. Redo fusion l3-4, lateral transverse process fusion with vitoss and rhbmp-2, l3-4. Redo lateral transverse process fusion l4-5 and l5-s1 with vitoss and rhbmp2. Per-op notes: "...the fascia was then incised. Dissection continued to the scar tissue down to the spinous process at l2, then out laterally over the facet joints and transverse processes at l2, l3, l4, l5, and s1 with removal of the soft tissue from instrumentation. The instrumentation was then removed and was found to be extremely loose. The screws at l2 and l4 were just pulled out by hand without requiring any torquing. It was felt because of the extreme looseness that new screws would not gain purchases, and were therefore not placed because of the risk of perforating the pedicles. After the hardware was removed, the fusion mass was explored. There was some bone over the transverse processes at l2, but it was clearly a defect at l2-3 in motion at that level. At l3-4, there was slightly more bone and no definite motion, but still not a robust fusion. At l4-5, again there was more bone and no definite motion was again identified, but the fusion was felt to be marginal and augmentation indicated. After the exploration was complete, decortication was carried out with curette and a mednext burr. Vitoss was selected and bone marrow harvested from the pedicles was placed over the vitoss and the rhbmp-2/ acs was mixed and prepared, and logs were formed with vitoss in the center and rhbmp-2/acs on the outside. They were then placed over the prepared bed. A homovac drain was placed. The patient tolerated the procedure well."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.